Event description:
The hospital reported that during a colonoscopy the image freezes and loss image. The procedure was completed with the use of different similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The endoscope was tested according to established quality standards and the alleged failure cannot be duplicated after activating the endoscope for two and half days. Therefore, olympus cannot conclusively determine the cause of the user's experience. However, if any significant information becomes available, a supplemental report will follow.